Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 30may2019. A gas deliver system (gds) was return for analysis. During further investigation (fi), a visual inspection of the returned gas deliver system (gds) revealed no evidence of anomalies. The return component was installed into a test ventilator for analysis. An investigation was performed and the gds failed the airflow testing at airflow set point 1 slpm. The gds failed the oxygen flow testing at 100% oxygen flow set point 1 standard liters per minute (slpm). The gds failed the oxygen concentration testing at concentration set point 30, 60, 95, and 100%. The root cause was isolated to the oxygen flow sensor caused by (u1) component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 29may2019, date rec¿d by MFR : 03may2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 30% and the 60% settings. There was no patient involvement. Event date not specified, estimate used.